Event description:
Reportedly, the device seems to have moved from its initial position.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user stated that the device became intermittent about two years prior (2020). Upon looking at the device the bone conduction floating mass transducer (bc-fmt) looked and felt to be stable however the demodulator was raised/protruding. The user pushed on the inferior edge of the demodulator to reconnect. The user has been re-implanted.

Manufacturer narrative:
Conclusions: device investigation results are indicative of a broken coil wire due to chronic implant movement which has led to device failure over time. As per received information, the recipient experienced intermittent access to sound with the device when moving the head and no trauma or impact to the device was reported, thus the problems given in the recipient report seem to be congruent with the found damage. Furthermore, the device investigation revealed a bulge of the silicone overmold on the back side of the demodulator, which might have been due to body fluid which diffused and accumulated into silicone coating through time. The resulting bend may have contributed to the coil wire fatigue fractures. This is a final report.